Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller display was faulty (missing pixel). Log files were sent and the controller was exchanged without consequence to the patient. The patient denied any loss of power and any reports of dropping or damage to the controller unit.  In addition, the patient denied experiencing any further issues since the controller exchange.  No further information will be provided regarding the reported event.

Manufacturer narrative:
The reported event of a faulty display on the returned controller could not be confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis revealed that the device passed visual examination and functional testing. The liquid crystal display (lcd) performed as expected with no dead pixels. Additionally, the leds were all functional. As a result, the reported event could not be confirmed; the device passed visual and functional testing. No failure detected, the reported event could not be duplicated at the bench level. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.